Manufacturer narrative:
(B)(4). MDR #s 9615742-2011-00132. (Avaulta anterior) 9615742-2011-00132 (avaulta posterior).

Event description:
Procedure type: urological/gynecological. Reportedley, the pt underwent a procedure for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery.